Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose levels were 356 mg/dl, 275 mg/dl. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loosed, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The customer was reported that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error detected and power loss alarm. The power management tool confirmed pump error detected and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.